Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for gastro intestinal/pelvic floor. The caller, an MRI technician, reported attempting to scan the patient's brain and when they started to scan the patient had a shocking sensation. The scan was stopped. The caller was calling to verify the ins was turned off, this was done on the call and they were going to reattempt MRI.